Manufacturer narrative:
(B) (4): the construct was returned for eval. A review of device history records did not identify any applicable nonconformance to specification. Scanning electron microscopic (sem) and microscopic analysis of the construct found pitted surfaces consistent where the implants interface together, creating minute spaces that can promote corrosion. The evidence suggests crevice corrosion as a possible mechanism of material degradation. Crevice corrosion is a localized form of corrosive attack.

Event description:
It was reported that the pt underwent spinal surgery (levels unk) with instrumentation. The pt later underwent revision surgery for discomfort (refer to MFR report 1030489-2010-00240). Sometime post-op from revision surgery, the pt experienced discomfort. The pt underwent hardware removal due to discomfort. There was no report of hardware failure. During revision surgery, corrosion was detected upon implant removal. The hardware was not replaced. No add'l pt complications were noted.